Event description:
Report received of an underdelivery of morphine. On three occasions, the same patient experienced an underdelivery with the same device. The device was programmed for pain management therapy in the bolus only mode. Though requested, the program settings, including loading dose, bolus dose, drug concentration, and container size were unspecified. After an unspecified length of time, the device would alarm and the display screen would indicate "emtpty container". On each occasion, the nurse observed between 5-11ml of fluid remaining in the syringe. Reportedly, the nurse would attempt to reprogram the device to infuse the remaining fluid volume, but was unable to get the device to reprogram. The remaining fluid was discarded, and a new syringe was used to resume therapy. There was no reported adverse patient event. Though requested, no additional information was available.